Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that the reported difficulties appear to be related to context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpackaging of the absolute pro self-expanding stent system (sess) the distal part of the sess was noted to be kinked in the dispenser hoop. The sheath was bent and the stent was noted to be partially exposed. There was no mishandling during unpackaging or during removal of the stent from the dispenser hoop. There was no patient involvement and the device was not used. There was no clinically significant delay in the procedure. A new same-sized absolute pro sess was used to successfully complete the procedure. No additional information was provided.